Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had multiple insulin pump error. Customer's blood glucose level was 190 mg/dl. Customer states insulin pump error alarm occur at basal. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the self test and displacement test. No unexpected hal software error detected alarm during testing however, the formatted history file confirmed hal software error detected error and the main arm cannot communicate with the motor arm alarms due to a software error. Device also received with severely scratched lcd window.